Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the bg>15 minutes alert alarmed inappropriately. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1 - product analysis:the device was returned and evaluated by product analysis on 12/04/2015 with the following findings:the complaint could not be duplicated or confirmed with investigation. Review of the meter¿s data revealed boluses being performed more than 15 minutes after the last blood glucose (bg) reading. All buttons were appropriately responsive. During evaluation, a bolus was delivered immediately after a bg reading; no alarms were received. A bolus was attempted after more than 15 minutes after the last bg reading; the meter appropriately alarmed. Animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release.